Event description:
A consumer wearing a pair of co's sunglasses was struck in the right lens by a cattle herding stick, or cane, wielded by his father. The father swung the stick back over his head preparatory to swinging forward. The tip of the stick hit the right lens causing it to shatter. The implant also deformed the metal frame eyewire. A resultant cut to the right cheek required stitches to close. A lens particle became embedded in the upper eyelid and required removal. The stitches have since been removed and no further treatment is anticipated.